Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of up to 160 ohms. The patient's physician noted they would be consulting an electrophysiologist in the future. There were no interventions planned at that time. No adverse patient effects were reported. The device remains in service.